Manufacturer narrative:
A ge oec service representative investigated the issue and found several issue contributing to the malfunction. The ov on the 5 volt power supply was floating and needed the facility to chassis ground the 0 volt line. Additionally the hand switch and foot switch were both replaced for damage or malfunction. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system had reported uncommanded table motion.